Event description:
A 60-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient's spouse informed novocure that the patient severed two tendons in his left shoulder following a fall caused by optune gio device cable in (B)(6) 2025. As of the time of the report, the patient was in a lot of pain and potentially required surgery. The patient reportedly received morphine. On (B)(6) 2025, the patient's healthcare provider informed novocure that the patient fell from standing height in (B)(6) 2025. Since (B)(6) 2025, the patient had been experiencing left shoulder pain. Magnetic resonance imaging (MRI) conducted on (B)(6) 2025, revealed a supraspinatus tendon rupture. The patient planned to have a consultation with orthopedic surgery on (B)(6) 2025.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the device cable to the fall and subsequent tendon rupture cannot be ruled out. Fall is an expected event with optune gio device use (ef-11 4% and 8% ef-14 optune arm). Muscle strain was not reported as an expected event with optune gio device use in the (ef-11 or ef-14 trial in optune arm). There have been approximately 19 reports of muscle strain in the commercial program to date.